Event description:
It was reported that when an asymptomatic patient presented in clinic, device back up vvi mode was observed on the device. Patient recently understand a open heart surgery with cautery and due to device reaching elective replacement indicator, back up vvi mode may have occurred. It was recommended to replace the device. Physician¿s office relayed that the patient rarely paces and has other health issues; therefore until the patient becomes stable a device change out procedure will not be performed. There is no schedule yet for a device replacement procedure. Patient was stable.